Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient stopped feeling stimulation due to a power on reset (por). The caller reported that the patient was able to charge the ins, but when they used the ins recharger (insr) to turn the stimulation on, the patient saw the por code. The caller noted the patient charged the ins every night. They reported that the patient received the ¿pt programmer not available¿ por. The caller stated that they had never used the patient programmer (pp). They stated they could not find the batteries and the pp was not turning on. The caller was able to find batteries and the pp was functioning. They stated that they synced and saw the therapy screen. The caller reported that the por was cleared and they were able to turn the stimulation back on. They stated that all issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the power on reset (por) was unknown. There were no further complications reported or anticipated.